Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500 ml. Flow rate: na. Procedure: na. Cathplace: na. Pt contact: no. When filling, found that the pump had leaked out much of its contents into the bag. The pump was locked and set at "0". This pump is reported as pump #7 on medwatch uf/importer report #: (B)(4).

Manufacturer narrative:
Method: the actual device involved in the incident was received for eval and investigation. A visual examination for eval and investigation. A visual examination and functionality test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specs prior to release. Results: the sample was received full. No leaks were observed during priming or pressurization of the pump. Dye was injected and the pump was monitored for four hours and no leaks were observed. Conclusions: the complaint of leak was not confirmed. Device was evaluated and alleged failure could not be duplicated. Info from this incident has been included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.